Event description:
It was reported to philips that the system boot-up time exceeded specification (7+ mins vs. 3 mins) on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the pfs-418 cfg2 hdd and performed a system reload. The system was tested and returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).